Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms, buttons had to press harder, the backlight was dim, battery cap was stripped, had condensation/ moisture under the screen, rewind took a long time and was slower, had to re-program pump settings before due to battery change, and the batteries had to change more than once in a week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.